Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the inner insulation was abraded exposing the inner coil at 14.0 cm to 14.1 cm, 12.8 cm to 12.9 cm and 14.0 cm to 14.1 cm from the connector pin.